Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced four infusion set cannula was that the cannula comes out event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.